Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus for evaluation. According to additional information from the user facility, the video tower containing the device worked properly after drying the video connector socket of the device with medical air. Omsc concluded that the reported event may have been caused by the user connecting the electrical contacts of the video connector to the device without drying it sufficiently. Foreign material on the electrical contacts can affect the communication between the endoscope and the video processor, resulting in a scope communication error (b31). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, a scope communication error (b31) occurred. The customer reported that the error was displayed only when using the device with the olympus 190 series. Endoscopes. The device worked properly after the customer switched the endoscope to 180 series endoscope. There was no report of patient injury associated with this event.